Manufacturer narrative:
This product is registered as a combination product. UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for routine generator exchange procedure. Prior to the surgery, the physician noted the patient's right ventricular (rv) lead capture threshold was high. The patient was asymptomatic. The physician capped and replaced the lead on (B)(6) 2020. The patient was stable throughout.